Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. A picture was received for review. The device is expected to be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history record (phr) review of lot 18385061 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. A picture was received for review. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A video was received for review. The video shows the physician trying to push the button while the device is inserted into the patient; however, the indicator window shows a white/black state which will not allow the button to be pressed. No additional anomalies or notable details were observed in the image. One non-sterile exoseal vascular closure device, 6f in size, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window transitioned to the black/white/red position. A high magnification evaluation was conducted to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18385061 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since functional analysis achieved successful deployment with full lever depression. The exact cause of the reported issue could not be determined; however, handling issues are possible causative factors as it as observed in the imaging received that the lever was being attempted to be depressed when the window was in the black/white state. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.